Event description:
It was reported that the patient underwent an initial right knee procedure. Subsequently, synovitis was noted and cultures were performed and the patient was revised approximately 1.5 years post-op due to instability and aseptic loosening. All components were revised. It was noted that there was no cement on the tibial implant or on the bone. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 42522100810 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 66179313 42502606402 - femur cemented cruciate retaining (cr) standard right size 8 - 65375686. G2 : foreign country : switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. Visual examination of the provided pictures identified a tibial baseplate implant in situ in the first image. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.